Manufacturer narrative:
Review of manufacturing history records performed. Review of manufacturing history records confirmed that all quality tests were passed prior to distribution of the lead. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received on (B)(4) 2013 indicating that the patient had generator and lead replacement surgery on (B)(6) 2013. The reason for generator replacement was battery depletion with near end of service status unknown, but the reason for lead replacement was not provided. Product return attempts are unsuccessful as the explanting hospital does not release any explanted devices from pathology lab for seven years due to legal obligations. Follow-up with the surgeon's office revealed that revision surgery occurred due to high impedance and lead fracture observed in the operating room. The high lead impedance was first observed prior to surgery (with impedance value > 10,000 ohms). The device was not turned off prior to surgery. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. Attempts for additional information from the referring physician have been unsuccessful to date.